Event description:
One year post implantation of a 6x40mm 120cm shaft smart control nitinol stent in a femoral- popliteal bypass ((B)(6) 2010), the patient complained of lower extremity pain and exhibited signs of ischemia. Following CT, ultrasound and angiography a circumferential stent fracture was observed in which broken stent struts protruded outwards. Around the fracture an aneurism formed probably causing thrombus formation and complete blood flow obstruction to the patient leg. The physician opened the occlusion by administrating intravascular urokinase followed by direct injection of thrombin to the aneurysm. A biotronik passeo 3/40mm 130cm shaft stent was finally implanted on top of the broken smart control nitinol stent. The initial lesion was not calcified or tortuous. There was no difficulty prepping the device. The access site for the initial procedure was contralateral via left femoral artery. The product was stored and prepared according to the IFU. Nothing unusual was noted prior to use. The lesion was a cto of 10mm at a bifurcation at the distal anastomosis site of the vein graft and native popliteal artery. It was also angulated and the total stented segment was 40mm. There were no procedural complications and one smart stent was initially implanted. The patient was discharged on aspirin, plavix and coumadin. The patient was compliant with the medications. The ischemic event was due to aneurism. The patient also exhibited signs of ischemia, calf pain and cold and bluish leg appearance.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: biotronik passeo 3/40mm 130cm shaft stent, 6f terumo sheath. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
One year post implantation of a 6x40mm 120cm shaft smart control (B)(4) stent in a femoral- popliteal bypass ((B)(6) 2010) the patient complained of lower extremity pain and exhibited signs of ischemia. Following CT, ultrasound and angiography a circumferential stent fracture was observed in which broken stent struts protruded outwards. Around the fracture an aneurism had formed possibly causing thrombus formation and complete blood flow obstruction to the patient leg resulting in ischemia and signs of calf pain and cold/bluish leg. The physician opened the occlusion by administrating intravascular urokinase followed by direct injection of thrombin into the aneurysm. A biotronik passeo stent was placed inside of the fractured smart control stent. The access site for the initial procedure was contralateral via left femoral artery. The product was stored and prepared according to the IFU. Nothing unusual was noted prior to use. The initial lesion was not calcified or tortuous. The lesion was a cto of 10mm at a bifurcation at the distal anastomosis site of the vein graft and native popliteal artery. It was also angulated and the total stented segment was 40mm. There were no procedural complications and one smart stent was initially implanted. The patient was discharged on aspirin, plavix and coumadin. The patient was compliant with the medications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15159996 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Fractures of (B)(4) self expanding stents placed in the femoropopliteal system have been reported in various case studies and clinical trials. Several mitigating factors for these fractures have been proposed including repeated stress and torsion of the artery, calcified plaques, stress produced by multiple, overlapping stents, and conversion of microfractures related to stent manufacturing. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture resulting in instent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuousity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. The struts of fractured ends of the stent might have caused injury to the arterial wall leading to aneurysm formation. The role of stent fracture as the cause of aneurysm formation has not been described yet in the literature.